Event description:
The customer contact reported unrestricted flow. Prior to patient use, the customer primed the tubing set with an unspecifed solution and the cair clamp was closed. After an unspecified length of time, the customer noted that the solution had dripped onto the floor and reported that the cair clamp had not shut off the flow completely. Through requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained.